Manufacturer narrative:
Correction: event description.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "rn went in to start IV medication, noticed leaking around joint that would go into alaris pump." An incomplete date of event of (B)(6) 2018 was provided. The customer later reported that there was no harm caused to the patient from this event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "rn went in to start IV medication, noticed leaking around joint that would go into alaris pump." An incomplete date of event of (B)(6) 2018 was provided. There was no report of patient harm.